Event description:
It was reported that a spectrum pump alarmed system error 322. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom, determined to be caused by loose upper latch switch bracket screws. The lower auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set - loaded state and the lower switch does not activate.